Event description:
Device malfunction: distal guide sheath detached. Time of malfunction: during the procedure. Symptoms/ae/outcome: sheath snared and manual compression applied to achieve hemostasis. It was reported that a trained physician attempted arteriotomy closure of the right common femoral artery, with a perclose proglide device after a diagnostic procedure. Reportedly, while inserting the device, the distal guide sheath detached in the artery. The guide sheath was removed by snaring it. Manual compression was applied to achieve hemostasis. There were no patient effects. No additional information is available.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. Review of the device history record for this lot is forthcoming. A supplemental report will be submitted with any relevant information.